Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device; product ID 3057, lot# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said their leads came out the night prior. The event was stamped as "sales attention needed" and not resolved at the time of the report. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device; product ID 3057, lot# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the leads coming out was, possibly, too much activity.